Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/04/2024, it was reported by a sales representative via (B)(4) that an ar-3200-0030 synergy console is having an issue when taking pictures. In addition, the video has a lag of 15 seconds or more. Tech support is troubleshooting to resolve the issue. The patient was not affected.

Manufacturer narrative:
Additional information: g3, h3, h6. (Motherboard) this evaluation determined that the reported event occurred due to a failing motherboard som.